Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2013 hysteroscopic bilateral tubal ligation with essure tubal occlusion device. Previously administered products included for prevent pregnancy: mirena from 2009 to 2012. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and fungal infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraine /headaches") and headache ("headache"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), abdominal pain upper ("stomach pain") and nausea ("nausea"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, back pain, female sexual dysfunction, migraine, abdominal pain upper, headache and nausea had resolved and the dysmenorrhoea, feeling abnormal, fatigue, bladder disorder, urinary tract disorder, alopecia and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Patient relevant history added. Event onset dates added. Outcome of events vaginal discharge and headache updated to recovered/ resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2013 hysteroscopic bilateral tubal ligation with essure tubal occlusion device. Previously administered products included for prevent pregnancy: mirena from 2009 to 2012. Concurrent conditions included pain. Concomitant products included ibuprofen for migraine and headache, ibuprofen (motrin) for pain as well as hydrocodone, medroxyprogesterone acetate (depo-provera) and oxycodone. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)/excessive bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and fungal infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)/severe cramping,"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine /headaches") and headache ("headache"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain/severe back pain"), feeling abnormal ("brain fog") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, back pain, female sexual dysfunction, migraine, abdominal pain upper, headache and nausea had resolved and the dysmenorrhoea, feeling abnormal, fatigue, bladder disorder, urinary tract disorder, alopecia and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - insertion date reported as (B)(6) 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - lot number,product information, insertion date and expiration date were added. New reporter were added. Patient information height were added. Concomitant medication motrin and depo-provera were added. Medical history pain were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2013 hysteroscopic bilateral tubal ligation with essure tubal occlusion device. Previously administered products included for prevent pregnancy: mirena from 2009 to 2012. Concurrent conditions included pain. Concomitant products included ibuprofen for migraine and headache, ibuprofen (motrin) for pain as well as hydrocodone, medroxyprogesterone acetate (depo-provera) and oxycodone. In march 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)/excessive bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and fungal infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"). In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)/severe cramping,"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In july 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine /headaches") and headache ("headache"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain/severe back pain"), feeling abnormal ("brain fog") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, back pain, female sexual dysfunction, migraine, abdominal pain upper, headache and nausea had resolved and the dysmenorrhoea, feeling abnormal, fatigue, bladder disorder, urinary tract disorder, alopecia and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - insertion date reported as (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In march 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: multiple yeast infections"). In july 2013, the patient experienced migraine ("migraine headaches") and headache ("headache"). In 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), feeling abnormal ("brain fog"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disoredrs") and nausea ("nausea"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, back pain, female sexual dysfunction, migraine, abdominal pain upper and nausea had resolved and the dysmenorrhoea, vaginal discharge, feeling abnormal, fatigue, bladder disorder, urinary tract disorder, alopecia, fungal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2013 hysteroscopic bilateral tubal ligation with essure tubal occlusion device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, product information, concomitant drugs and events- menorrhagia, apareunia (inability to have sexual intercourse), bladder problem, urinary disorders, hair loss, multiple yeast infections, headache, nausea, vaginal discharge, stomach pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), feeling abnormal ("brain fog"), fatigue ("fatigue") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, feeling abnormal, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.